Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("irregular excessive vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and urticaria ("uticaria"). The patient was treated with surgery (underwent surgical procedure to remove essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea and urticaria outcome was unknown. The reporter considered dysmenorrhoea, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.